Manufacturer narrative:
B3: unknown; no information has been provided to date. E: full phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion test @ 9.11psi. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to manufacturer: 1-oct-2024. H3: one device was received for evaluation. The device had not been in for service in the review period. Visual inspection found a lot of debris on the explusor and cracks on the front housing. The customer reported problem was confirmed by functional testing. The root cause of the issue was a defective dso sensor. The dso sensor was replaced to solve the issue.